Event description:
It was reported that CT scans incidentally demonstrated that an arm of an ivc filter fractured and appeared to be free floating in the vena cava adjacent to the filter. The patient was reported to have slight abdominal pain; however, it was unknown whether the pain was associated with the ivc filter. The filter and detached limb were successfully retrieved with a snare through the same access site. The patient is reported to be asymptomatic and in good condition.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned for evaluation and the investigation is currently underway.